Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmers screen was cracked and therefore there were issues updating the programmer. It was found that the device screen was broken and not readable. Able to use an external monitor but was not able to select what is needed to update software on the broken screen. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for corrective maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.